Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous right superficial femoral artery. A 5.5mmx30mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.